Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 10f amplatzer trevisio intravascular delivery system. During procedure, the left atrial (la) disc had a bulky deformation. The deformed device was never released from the delivery cable while inside the patient. There was a report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 10f amplatzer trevisio intravascular delivery system. During procedure, the left atrial (la) disc had a bulky deformation. The deformed device was never released from the delivery cable while inside the patient. There was a report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from field indicated that amplatzer cribriform occluder was chosen for a pfo (patent foramen ovale) closure. Please note that per the instructions for use, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.